Event description:
Upon receipt of the device, the user reported that an arterial standard reference sensor failure occurred. Technical support instructed the user to clean the blood parameter module and hematocrit saturation probe heads. During the cleaning process, the user noticed a slight film on the hematocrit saturation probe and a few particles on the blood parameter module. After the probe heads were cleaned, the unit successfully passed all startup tests. There was no pt involvement during this event.